Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4)

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient¿s left lead seemed to have migrated, stimulation migrated, and stimulation was felt at the lead incision. Additional information was received two days later. It was reported that the patient was miserable and having it on was ¿misery¿. There were controller issues and an error code on the controller that stated ¿no leads attached to cable.¿ no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.